Event description:
Intuitive instrument vessel sealer lot # m11180116 experienced an exposed blade during the procedure. A new instrument was opened and used to complete the procedure. There was no harm to the pt.